Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra mc1vr01-delsys/ expiration date: 28-oct-2019 / serial#: (B)(4), UDI #: (B)(4), 06-jun-2018. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the operator was not able to place the leadless implantable pulse generator (ipg). It was noted that there was high, inconsistent thresholds and a pacing issue occurred. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported and clarified that placement difficulty was attributed to the patient¿s anatomy.